Event description:
It was reported that the ipg was explanted and replaced on jul 22, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery and was not sure if the ipg was put into surgery mode. The ipg was not able to communicate with external devices and is considered inoperable. As a result, surgical intervention may occur to address the issue.